Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage single handle kit was used during an unknown procedure on an unknown date. According to the complainant, the patient experienced urethral erosion following a retropubic hematoma. The patient had open revision of the mesh that eroded the urethra and is in prolonged recovery. The patient also had a follow up in urology unit. The procedure was completed with this device. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.